Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera duodenovideoscope had an air leak. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: there was a foreign object inside the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to wear of forceps control lever, water tightness was lost. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: due to wear of angle wire, bending angle in up direction and the play of upward/downward angulation control knob did not meet the standard value; distal end had corrosion; connecting tube, forceps control lever, lock engagement lever, distal end, free-engage knob, right/left knob, switch box, control unit, upward/downward angulation control knob, protector of universal cord on suction connector side, scope cover, suction connector, universal cord, grip, r/l knob had a scratch; nozzle was deformed; control unit had discoloration; adhesive on bending section cover had a crack; adhesive around light guide lens was peeled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.